Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump hardware was damaged and pump was no longer functional. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer consulted with a healthcare provider to discuss alternate therapy for diabetes management.